Event description:
It was reported that there was an issue with the product 1064029 - neuro-patch 6x8cm. According to the complaint description, the surgeon noticed during the revision that cerebrospinal fluid (csf) was leaking from the neuro patch membrane itself. A revision surgery had been carried out due to patient's symptoms (unspecified). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: the initial surgery had been performed on (B)(6) 2024.

Manufacturer narrative:
Additional information: b5 - description updated, d4 - expiration date, h4 - production date, h6 - codes updated. Investigation results: the product was not returned, but two (2) intraoperative videos were reviewed. The investigation was based upon batch history review, historical data analysis, and event description and videos. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Excerpt of instructions for use (IFU) 12157732 2023-03 change no. Ae0062477: "risks, adverse effects and interactions - potential complications that the manufacturer is currently aware of: infection, cerebrospinal fluid leakage, adhesion, foreign body reaction. Note: the points mentioned above include potential clinical consequences. No risks, side effects and interactions as a result of comorbidities of the patient have been identified." It is possible that the product was slightly damaged during or before use; imporoper handling cannot be ruled out either. Based upon the investigation results, a CAPA is not required.